Event description:
It was reported that a patient's battery location was going to be move from his back to his front side. It was indicated that this was the patient's preference. About three months later it was reported that the patient needed surgery because the stimulator was in the 'wrong' spot, near his groin. It was stated that this was 'very painful' for the patient. The patient was going to have a revision surgery, but a date was not provided. The patient was given an oral medication prescription, but could not fill it because his insurance did not cover it. If the patient still had issues, he was going to follow up with his health care provider. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).